Event description:
Report received from (B)(6) stating that the device had an issue with heat. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The event date is unk. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter" was not confirmed. If additional info is received, a supplemental will be sent. (B)(4).